Manufacturer narrative:
Final product manufacturing and qc record for cov2020186 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020186 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Called in because no results displayed. He followed the directions exactly and dispensed the 4 drops into the swell. The kit was purchased at rite aid.